Manufacturer narrative:
Investigation summary: a complaint history check was performed and this is the 1st related complaint for breaks off during use, glucose level & harm on lot # 9141947. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that upon removing needle from injection site was discovered that the needle was missing and patient experienced hyperglycemia with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported by the consumer that upon removing the needle from the injection site, the needle was missing. Additionally, consumer reports that her glucose level was higher than normal.